Event description:
It was reported via repair work order that the jack could not be pumped due to a missing return spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.